Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator. It was reported that there was premature battery depletion on low definition programming. The patient charges their implantable neurostimulator (ins) 1-2 times a day and estimates it takes two hours to charge from empty to 100%. The patient was very satisfied with the relief, but she was just charging more than she expected. There were no factors identified that might have led or contributed to the issues. It was noted that the patient charged at ¿excellent¿ and they were going to try another program to see if that reduces charging. A follow-up appointment was scheduled for (B)(6) 2018 with a clinic where the rep will re-educate the patient on charging and also try to optimize the programming. Surgical intervention was not planned, and the patient was alive with no injury at the time of the report. There were no further complications reported or anticipated.